Event description:
While attempting to close staple load on the cecum, two silver colored metal "wings" deployed on either side of staple load."wings" had to be manually squeezed down in order to get it out of the trocar out of the patient.